Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary : the device was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported during the implant attempt that the patient's right atrial (ra) lead dislodged. The ra lead was replaced with a longer size. It was also reported that the patient's implantable pulse generator (ipg) was not capturing the heart while out of the pocket during right ventricular pacing threshold testing. Device memory showed lead impedance warnings and a polarity switch, but testing the day after implant showed expected behavior. The device remains in use. No patient complications have been reported as a result of this event.